Event description:
The MFR was notified that during an implant of a cphv valve the surgeon noticed that the size 27/29 dual ended sizer instrument was mislabeled. The pt was last reported to be doing well.